Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was not confirmed. Nick, gouge, wear, and scoring mark were identified on the tibial plate. No bone cement was adhered to the tibial plate. Pitting, wear, and some micromotion marks on the backside of articular surface were identified on the articular surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00598604701 lot # 62460320, item # 00595204010 lot # 63055535. Report source: the event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00691, 0001822565-2019-04061.

Event description:
It was reported that patient had a total knee arthroplasty and subsequently had a revision due to loosening, subsidence of the tibia, and the polyethylene liner show some backside wear, as well as some pitting on the superior surface and pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.